Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with burning, rash, redness, inflammation, swelling and pustules extended beyond the patch perimeter which occurred 2 days after the sensor had been inserted in the arm. The area was prepared with alcohol before placing the sensor on the body and prescription oral medication, cephalexin-once a day after beginning (B)(6) 2024, prescribed by the endocrinologist. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).